Event description:
The customer reported that her blood glucose level reached 600 mg/dl and she was not feeling well. The pod was activated on (B)(6) at 10:25pm, and her blood glucose was 307 mg/dl. On (B)(6), her results were in the normal range. (B)(6). That afternoon, she felt sick and said she had a dry throat and headache. Her stomach hurt, and her heart was racing. She did not check her blood glucose level and left work to go home. At 4:43pm, she deactivated the pod and said that the cannula was bent. She activated a new pod. At 4:50pm, her result was 400 mg/dl, and she ate 60 grams of carbohydrate and gave herself a 12.55u bolus. At 4:57pm, her result was 590 mg/dl, and at 5:57pm, it was 457 mg/dl. At the time of the call, she said her result was 302 mg/dl. She said that her blood glucose level was going down and she was starting to feel better.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."